Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient wanted to know that the small circle on the end of the packaging of the magic3 hydrophilic male intermittent catheter at times was not punched out all the way and falls in the packaging or sink/toilet.

Event description:
It was reported that the patient wanted to know that the small circle on the end of the packaging of the magic3 hydrophilic male intermittent catheter at times was not punched out all the way and falls in the packaging or sink/toilet.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿die worn or not set up properly¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.